Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 5.1; lab: 3.5. Pt's therapeutic range: 2.0-3.0. This strip lot gave a valid result on a healthy individual.

Manufacturer narrative:
Investigation pending.